Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms even after site changes. Customer reported that display screen had a black circle. Customer's blood glucose was 400 mg/dl. Customer was aware of what to do when no delivery was received as customer had pump for many years, but could not resolve issue this time. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted.